Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient received an alert on the mobile app and the value was 45 mg/dl. She stated she felt "partially unconscious" for 20 minutes and was alone at home. She called paramedics and when they arrived at 4:00pm. There was no treatment information and there was no bg taken by the paramedics. At some point the patient self-treated with an insulin shot (this was confirmed by during the time of the report even though this would not be the correct medication for hypoglycemia). At the time of the report the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.